Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he uses sensors and the last 3 sensors have been reading inaccurately and giving false lows. Customer stated that the threshold suspend alarm continues to occur. Customer's current blood glucose was 105 mg/dl and current sensor glucose was 56 mg/dl. Difference between readings was not within an acceptable range. Customer stated that he is a performance artist and he does not want to troubleshoot the sensors because he is aware of how they work. Customer has only had this type of issue the last time his transmitter went out on him. Sensors will be replaced.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.